Event description:
Per the clinic, the patient experienced loss of communication to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2022 and the patient was reimplanted with another cochlear device during the same surgery.